Manufacturer narrative:
Concomitant medical products: product ID (B)(4) lot# v649093 implanted: (B)(6) 2011 product type: lead. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2018, crts (B)(4) (con): information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy. It was reported that the patient wanted to meet with a manufacturer representative to adjust her device because it is shocking her when turned on starting about a week prior to the report, confirmed as august of 2018. The patient tried turning stimulation down, but it did not resolve the issues. The patient has since turned the implant off and the shocking has ceased. The shocking was occurring near the implant site. There were no further complications reported. (B)(6) 2018, crts (B)(4) (rep, con): additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient has fallen on and off over the last couple of years and started experiencing shocking a few days prior to the report and severe pain when the stimulation is on from one of the three implanted leads. The patient met with a manufacturer representative on the day of the report. The lead suspected to be the cause of the shocking is believed to be on the left side/subcutaneous based on troubleshooting and manufacturing records but not confirmed via imaging. There was no specific movement that resulted in the shocking, but shocking subsided when programming is turned off for the suspected lead. The stimulation coverage was good for the patient¿s legs and impedances looked good after reprogramming to avoid the suspected shocking lead. The health care provider was not going to do any further troubleshooting. The patient was considering a new implantable neurostimulator due to the length of time since their current device has been implanted. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for radiculopathy. It was reported that the patient wanted to meet with a manufacturer representative to adjust her device because it is shocking her when turned on starting about a week prior to the report, confirmed as (B)(6) of 2018. The patient tried turning stimulation down, but it did not resolve the issues. The patient has since turned the implant off and the shocking has ceased. The shocking was occurring near the implant site. There were no further complications reported.